Event description:
It was reported that during device change-out due to eri in dependent patient, pauses in rv pacing was observed. The real time egm showed ventricular oversensing after ventricular pacing. The pace/sense portion of the rv lead was capped and replaced on (B)(6) 2017 successfully. Patient¿s condition was stable.